Event description:
It was reported the camera head lens was cracked. The issue occurred during preparation for use during a cystoscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: poor image color and a failed leak test. Based on the results of the investigation, and since the customer reported malfunction was not confirmed, a probable root cause could not be established. Based on the results of the investigation, it is likely the poor image color was due to a faulty cable unit. However, a definitive root cause could not be established. Based on the results of the investigation, it is likely the failed leak test was due to a puncture on the cable. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head lens was cracked. The issue occurred during preparation for use during a cystoscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.